Event description:
The customer reported via phone call that he was not able to bolus using the bolus wizard. Customer's blood glucose was 500 mg/dl. The customer was treated high blood glucose with the insulin pump. Customer stated that he changed set. Customer did a manual bolus of 10 units. The customer was advised to keeps track of how much insulin he has in his body. The customer was helped to review the status screen to show how much insulin is active in his body. The customer was advised to monitor his blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.